Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain at the lead site after permanent lead was implanted (B)(6) 2017. After bloodwork and an x-ray, it was determined the patient did not have an infection, nor had the lead migrated. Physician placed new lead during revision surgery (B)(6) 2017. Effective stimulation was restored post-op.